Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported by the customer the infusion set site became dislodged from her body. The customer experienced an elevated blood glucose level (bg) of 415 mg/dl. The customer was advised to change out infusion set and administer a bolus, by tandem technical services. Reportedly, on a follow up call the customer stated their "bg levels have tended downwards". The customer was unable to provide the infusion set information.

Manufacturer narrative:
.